Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator began constantly alarming due to an occlusion. The customer reported the unit was in use on a patient and there was no patient harm. As the device was out of warranty, the customer contacted manufacturers product support (pse) for assistance. The customer reported the patient circuit that was in use on the ventilator was not available therefore no assessment could be made. The pse suggested the customer put a circuit and test lung on the unit to see if the occlusion alarm remains, and perform an extended self test. The customer did not call the pse back to report findings, and calls to the customer to obatina followup information have not been returned. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and an occlusion svo message in the display. A sustained occlusion may be detrimental to the patient and must be addressed by the operator.